Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated from the monopolar curved scissors (mcs) instrument was not possible to open the jaws, there was no tissue involved. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.